Event description:
It was reported that during a rescue attempt, the device reported a service message and powered off. It was reported that the pt involved in the incident did not survive.

Manufacturer narrative:
Eval summary: the investigation determined that the root cause was a component failure. Also, the end user did not maintain the device according to routine maintenance requirements as outlined in the user manual for the device. Service/maintenance of the device was not followed according to the MFR's recommendations.